Event description:
Related manufacturer reference number: 2017865-2022-10582. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead and dislodgement, high capture threshold, and p-wave amplitude variation on the atrial lead. On (B)(6) 2022 the physician elected to cap the rv lead and atrial lead and replace the rv lead. The patient is recovering after the procedure.